Event description:
The weck sales rep reported the incident on 07/26/2004. The initial report indicated that during a laparoscopic cholecystectomy, applier jaws would not reopen to release clip after clip closure onto vessel. The surgeon had to use a grasper to manipulate the applier open in order to release clip. No pt injury occurred. The applier used was an endoscopic 5mm manual hem-o-lok applier. There was no add'l info reported on 07/26/2004.